Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. During evaluation loss of cartridge detection occurred.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.